Event description:
The patient was being treated for atrial tachycardia. The procedure began in the left atrium, then the ensite catheter was moved into the right atrium. The patient had ablations in both the right and left atria. After the procedure, the patient had a pacemaker implanted. During the pacemaker placement, the staff noticed a facial droop. The staff lowered sedation and found that the patient had slurred speech. The patient was diagnosed with a stroke. The clinical engineer reported that when the ensite catheter was removed that it appeared to be free of clot material.